Event description:
While trying to push the catheter through the lesion it became stuck. Upon withdrawing from lesion about 2mm of the tip was separated from the rest of the catheter but remained on the wire. The doctor was able to remove the catheter and the wire at the same time. While wire position was lost the entire wire/device was removed and no particulate left in the patient. Patient was fine with no adverse patient event. The physician stated he did not think the product was defective but rather a very difficult lesion to treat. Wanted to bring awareness of the event and will continue to use the device.

Event description:
While trying to push the catheter through the lesion it became stuck. Upon withdrawing from lesion about 2mm of the tip was separated from the rest of the catheter but remained on the wire. The doctor was able to remove the catheter and the wire at the same time. While wire position was lost the entire wire/device was removed and no particulate left in the patient. Patient was fine with no adverse patient event. The physician stated he did not think the product was defective but rather a very difficult lesion to treat. Wanted to bring awareness of the event and will continue to use the device.